Event description:
At follow-up visity, patient presented with > 4000 ohms pacing impedance, noise on egm, oversensing, and inappropriate therapy from device. At explant, insulation failure noted around the suture sleeve. No patient complications have been reported as a result of this event